Event description:
It was reported that the angio-seal device was explanted two months post deployment due to an infection at the groin site. St. Jude medical is attempting to obtain additional information regarding this event.